Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD; 6935m55 lead; 439888 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a system upgrade. The physician decided to retain use of the original right atrial (ra) lead. It was determined that sometime in the week following, that the ra lead had dislodged and had pulled back up into the superior vena cava (svc) which caused diaphragmatic stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.